Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01455.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed four smart coils in the target vessel using a non-penumbra microcatheter and a handle. The physician then advanced a new smart coil in the target vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the physician decided to withdraw it; however, as the physician was pulling the smart coil back, it unintentionally detached inside the microcatheter. The physician then used a wire to successfully push the detached coil into the aneurysm. The procedure was completed using the same microcatheter, the same handle and another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-01455.